Manufacturer narrative:
Visual evaluation of the returned device found that there were residues present on the device indicating use and handling. The returned device had the cutting wire broken, kinked and blackened. The working length was also twisted and kinked. The investigation concluded that the cutting wire was broken, kinked and blackened; failures which are most likely due to peak voltage during the procedure. The most probable root cause is operational context, since anatomical and/or procedural factors encountered during procedure could have affected the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an autotome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while performing the sphincterotomy of the ampulla, the cut wire on the tome broke off and a piece fell off into the patient. The wire was retrieved from the patient using forceps. The procedure was completed with another autotome rx. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while performing the sphincterotomy of the ampulla, the cut wire on the tome broke off and a piece fell off into the patient. The wire was retrieved from the patient using forceps. The procedure was completed with another autotome rx. There were no patient complications reported as a result of this event.